Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead lost capture and sensing, and x-ray showed the lead had dislodged into the superior vena cava (svc). The lead was up twisted in the pocket and wrapped around the rv lead. The lead was explanted and replaced. It was also noted on x-ray that the right ventricular (rv) lead had lost slack. The rv lead was pushed in during the ra lead revision and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was not feeling well the past couple of days, with dizziness and fatigue with exercise. The patient also complained of an "electrical current" running across the chest. It was also noted that the right ventricular (rv) lead was repositioned so the lead had enough space to allow for the patient to exercise and participate in extreme sports. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.